Event description:
It was reported that the epidural was found disconnected between filter and clip. The epidural was re-sited as an outcome. Patient adverse effects were unknown.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
No product samples were received for investigation. One customer video was received for review. The video showed the swivel connector being twisted onto the epidural minipack. The connection remained secure until the connector was twisted further, resulting in a disconnection. The complaint was confirmed through the returned video. The probable cause was determined to be overtightening of the connector during use. A lot history review could not be performed because the lot number was not provided.